Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) implanted has deceased. Upon interrogation following death, the ICD displayed a fault message on the programmer screen with multiple dashes and '01'. Also displayed with a warning message stating 'warning: possible device malfunction'. The data check displayed five lines of 0000-0000. The charge time displayed under battery diagnostics was 45.1 seconds with a battery status end of life (eol). This ICD has been deactivated by request of the funeral home. Once removed, this ICD will be retrieve as soon as possible from the funeral home and return to boston scientific. All messages and the most recent tachycardia events with therapy were printed from the ICD. This information will be sent to boston scientific. This ICD was originally implanted in 2004. Adverse patient effect was death.

Manufacturer narrative:
This implantable cardioverter defibrillator (ICD) is intended to be returned to boston scientific for laboratory analysis. Once additional information is available this event will be updated.